Event description:
It was reported to target that, while performing an aneurysm embolization, 2 coils were successfully depolyed into the aneurysm while deploying a third coil, it broke inside the catheter. The physician believes this was due to a kink in the catheter when it was placed at the v2/v3 segment of the left vent. No other info was given on this procedure.